Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was implanted on (B)(6) 2020. On (B)(6) the ventilator displayed a ref high-level alarm of low minute ventilation, it was discovered during the processed upon controlling the patient ventilation. At first, it was thought that the ventilator or the circuit had a problem and also the airtightness was checked and had no problem. The cuff was checked and it was found that it had a leaked, used a 10ml syringed to inject air into the device cuff to verify the issue. It was found that the balloon had a leakage after 1 minute. The device was replaced immediately. Re-intubation required.